Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jun-18. It was reported that the pump was replaced on (B)(6) 2019.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported patient code and evaluation conclusion, result, and method codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-jun-12. It was reported that the pump went into a series of stalls and would not restart. The patient experienced mild withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving compounded baclofen, 600 mcg/ml concentration at 188 mcg/ml and fentanyl, 2000 mcg/ml concentration at 777 mcg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that motor stall occurred. Any environmental/external/patient factors that may have led or contributed to the issue were none. Pump was updated, motor stall was still occurring. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.